Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms that occurred while the patient was sleeping. The patient had questionable sleep apnea which may have contributed; however, a definitive cause of the low flow alarms was not identified. The low flow alarms were reportedly self-limiting and required no intervention. The patient remained asymptomatic and in stable condition with no further reoccurrence of low flow alarms. The patient had permanently silenced the driveline communication fault alarms since (B)(6) 2018.

Manufacturer narrative:
Section b5: the driveline communication fault alarms were reportedly permanently silenced prior to this event and were previously investigated under manufacturer report number 2916596-2018-03072. Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through the evaluation of the submitted log files. Additionally, a specific cause for the reported events could not be conclusively determined. Review of the submitted log files revealed no notable events or alarms aside from the previously reported silenced driveline communication fault alarms (manufacturer report number 2916596-2018-03072). The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04sep2015. The heartmate 3 lvas instruction for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the patient¿s complaint history found that the patient had persistent driveline communication faults that were previously investigated. The alarms remained ongoing but had reportedly been permanently silenced prior to this event.

Event description:
It was reported that the patient experienced low flow alarms starting in october at 24:00 and on (B)(6) 2022 at 24:00. The log file revealed constant driveline communication fault events. The driveline communication fault alarms had been silenced. There were no low flow events noted in the log file due to the amount of driveline communication faults that were constantly logged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.